Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.00/1.50/076 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Low vault with 'central touch to the crystalline lens anterior capsule' were reported. The lens remains implanted with planned exchange for a longer size lens.